Manufacturer narrative:
The report states the bed was tested by facility maintenance, a live electrical current was found to be running through the bed. When the bed was unplugged from the wall the ¿shock¿ stopped. The facility was referred to a dealer/provider to arrange for a replacement and to have the bed returned to invacare for an evaluation. Once it has been received and evaluated, a supplemental record will be filed.

Event description:
Invacare was notified a g5510 bed shocked an end user several times. The shocks allegedly occurred as he touched the bed and when he was getting into the bed. No medical treatment was required.